Manufacturer narrative:
The complainant indicated that the stent remains implanted, and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing records for this particular batch namely top assembly batch # 8058515 found that the device met its material, assembly and product specifications, at the time of release to distribution. Should further relevant information become available, a supplemental medwatch report will be filed.

Event description:
Tap - it was reported that 155 days after implantation of a 2.5x12 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, a tubular 75% stenotic lesion was located in the ostial 1st diagonal artery with timi grade iii flow. No information was reported concerning lesion calcification. The vessel was reported to not be tortuous. After pre-dilation with 2.5x12mm maverick 2mr balloon, a 2.5x12mm taxus stent was deployed in the lesion. Post-intervention results were reported as 0% stenosis and a timi grade iii flow. The patient received heparin, nitroglycerin, and plavix intra-procedurally. The pt was placed on plavix, aspirin, lipitor, lisinopril, and hydrochlorothiazide following the procedure. The pt was reported to have tolerated the procedure well with no post-procedure complications. The patient presented 155 days after the initial procedure with tubular 75% in-stent restenosis in the proximal 1st diagonal with timi grade ii flow. After pre-dilation with 2.5x12mm maverick balloon inflated to 10 atms, a 2.5x13 mm cypher stent was deployed in the lesion to 14 atms. Post-intervention results were reported as 0% stenosis with timi grade ii flow. Pt complications were reported as "no complications."